Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a routine echocardiogram three months post-system implant showed a new moderate circumferential pericardial effusion; however, the patient was asymptomatic. A second echocardiogram approximately one month later showed the effusion to be stable. A third echocardiogram approximately two months later showed no change in the size of the effusion. No corrective action was required. The effusion was deemed to be procedure-related. The right ventricular (rv), right atrial (ra) and left ventricular (lv) leads remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.